Event description:
The customer reported that the table was making a noise and the vertical motor bearing was broken. A philips technical support manager (tsm) confirmed that there was no harm to a pt, operator or bystander. The tsm reported that the table was working and that the customer had continued to use the system for 2 days until philips service arrived. The tsm reported that the customer had initially opened the couch covers, taken a picture of the bearing and complained about the single safety bar in the table. The tsm reported that when the philips field service engineers (fse) preparing to lift the telescoping covers, the table went down completely. The fse's replaced the ball screw assembly, vertical drive bearing, bearing lockwasher and encoder belt to resolve the issue.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that the table was making a noise, and that he suspected it was due to the vertical motor bearing. The customer took a picture of the bearing to send to a philips technical support manager (tsm) and stated he was concerned that there is only one vertical safety bar provided to ensure safety during work on the table (this issue is addressed in a subsequent complaint). The philips tsm confirmed that there was no harm to a patient, operator or bystander. The tsm reported that the table remained operational and the customer continued to use the system for two days until philips service arrived. On 20-feb-2015, philips field service engineers (fse) arrived to evaluate the couch. When they were preparing to lift the telescoping covers, the table went down in an uncommanded motion. The fse¿s replaced the ball screw assembly, vertical drive bearing, the bearing lockwasher, and encoder belt to resolve the issue. Since no parts were returned from the field or log files provided, a cause of the issue could not be determined by engineering. However, based upon the troubleshooting, images provided, and statements by the fse¿s, the probable cause was ball screw misalignment resulting in ball screw assembly failure.

Event description:
The customer reported that the table was making a noise and the vertical motor bearing was broken. A philips technical support manager (tsm) confirmed that there was no harm to a patient, operator or bystander. The tsm reported that the table was working and that the customer had continued to use the system for 2 days until philips service arrived. The tsm reported that the customer had initially opened the couch covers, taken a picture of the bearing and complained about the single safety bar in the table. The tsm reported that when the philips field service engineers (fse) preparing to lift the telescoping covers, the table went down completely. The fse's replaced the ball screw assembly, vertical drive bearing, bearing lockwasher and encoder belt to resolve the issue.